Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent capture was observed on the atrial lead. Further testing revealed a dislodgement had occurred following the initial implant in 2018 and parameters indicated the atrial lead was turned off. The physician believed the atrial lead was causing premature ventricular contractions (pvcs) that were leading to intermittent ventricular capture in the right and left ventricle. Additional evaluation was discussed but was not scheduled. The patient was stable, transmitting from home and being monitored remotely.